Manufacturer narrative:
Insulin pump passed displacement test and selftest. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Customer reported that the keypad anomaly was not resolved even after a new battery was used and the buttons remained unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.